Manufacturer narrative:
A boston scientific technical services consultant reviewed all of the remote monitoring data and confirmed there were recorded pmt episodes in the past 72 hours. However, the patient's symptoms did not correspond with the episodes stored in the device at that date and time and the presenting data shows the device is operating as programmed. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room due to a syncopal event. The patient stated this is the third episode in the past few weeks. The presenting electrocardiograms (egm) show as vp at the maximum tracking rate (mtr). A review of the remote monitoring data showed four egm's but none were at the time of this current episode. Additionally, there were premature ventricular contractions (pvc), premature atrial contractions (pac) and pacemaker mediated tachycardia (pmt) episodes that look like the patient has a rate at the mtr. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.